Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the rep got a notice about a lead revision for (B)(6) 2018. The rep did not have any patient information of event information. No further complications were reported or anticipated with this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that they are doing a right lead revision.